Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the buttons on the insulin pump have an intermittent response and they are not pushing as usual. The customer stated that he was camping for about a week and the issue started when getting back from camping the day prior to calling. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, the insulin pump had light moisture damage was found at keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.